Event description:
Patient status post renal transplant. Kidney not working, required crrt (continuous renal replacement therapy). Machine not properly calibrated by nursing for patient's weight. Machine is poorly designed in that there is no double check for a weight error. Because machine was incorrectly calibrated, fluid was not being pulled off. Child was fluid overloaded with 9.6 liters of fluid. Required mechanical ventilation until fluid removed. The numbers calculated by the machine for I/o (intake and output) were correct for the calibrated weight, but not for the patient, therefore the fluid overload was not recognized until the effluent bags were checked.